Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten and the battery compartment was intact. There was no evidence of short battery life observed in the black box history. There was one replace battery alarm observed in the alarm history. Current draws were within specifications. There was no evidence of moisture or loose components inside the pump when the case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.